Manufacturer narrative:
The device was sent in for evaluation and the customer¿s allegation was confirmed. It was determined, the plug could not connect causing the image not to display. In addition, the light source had a defective input socket. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image when attempting to connect to a gastroscope prior to an unknown procedure. According to the reporter the device was turned off, unplugged from the wall source, cleaned with air and alcohol and still did not produce an image. The procedure was completed with a similar device without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation was unable to determine the root cause of the reported issue. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty video connector. The cause of the fault was not determined. Olympus will continue to monitor field performance for this device.